Event description:
The physician was stenting a coronary vessel; during the procedure, he was unable to advance the 2.5 x 12 promus stent across the lesion, he withdrew the stent and requested a smaller stent. Upon conclusion of the procedure when the 2.5 x 12 device was inspected, it was discovered that the stent was not on the balloon. A search was made of the surgical field, and also of the back table; no stent was found. The scrub tech states that there was a stent on the balloon upon insertion into the pt. The physician was notified and reviewed the films, and did not see any evidence of a lost stent in the coronary vessel. The pt was discharged within the expected timeline, length of stay not extended associated with this event, no known complications associated with this event.